Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event: brush bent. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used during a bronchoscopy procedure. According to the complainant, during the procedure, the brush would bend during brushing because it was not rigid enough. A second celebrity cytology brush was used to complete the procedure, since the user was unable to extend the brush back out of the sheath. There were no patient complications reported as a result of this event.